Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when opened the package found fracture, part of suture was fracture during operation. The company voluntarily recalled the model. There was no patient involvement.